Event description:
Reporter stated that, pt was exhibiting symptoms of hypoglycemia (disoriented and mumbling). Reporter tested pt's blood glucose, using the suspect device, and obtained a result of 292 mg/dl. Reporter noted that pt was unable to self-treat. Based on pt's symptoms, reporter gave pt a glass of orange juice. Ten minutes later, pt's blood glucose was retested, using the suspect device, with a result of 129 mg/dl. No add'l treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.